Event description:
Customer reports back to back testing to a professional meter while using the advantage system with results of 202 mg/dl on customer's meter and 105 mg/dl professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.